Event description:
It was reported that during an unknown procedure, the device could not be fired at the second stroke. The staples were malformed. The blade of the device would not come out. The surgeon pulled the hand jaw to release. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Shrouds the analysis found that one (B)(4) device was returned with the shrouds open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the internal components and the left shroud retention boss was noted to be broken. This evidence is consistent with excessive load applied to the closing and firing triggers; the shaft is retained in the shrouds by the two boss's. The knife can be restrained from advancing by excessive tissue thickness and firing across hard objects. While no conclusion could be reached on how the shroud retention boss's became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.